Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that some segments of the infusion device display were missing. Pt was unable to remember if he "bumped" the infusion device. Infusion device was not exposed to water. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was requested for eval. Additional info was not provided.